Event description:
Event: (cc# 98-01114) blood was noted in the tubing and the iab was removed. The following was reported to datascope on 11/2/98: blood was noted in the iab tubing. The pump was turned off and the doctor came to remove the iab. Another iab was not inserted into the patient. There was no patient injury or complication as a result of the event. (On 11/2/98, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 14-0258-1998-0157) [event complications]: unknown - reported 9/4/98; none - rpt'd 11/2/98. [Patient's current status]: unk - rpt'd 9/4/98.